Event description:
An altitude alarm 21 was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm, and technical support instructed the customer to clean the pump's speaker holes and check the cartridge connection. The customer attempted cleaning with a napkin and was advised to use a soft bristle brush or lint-free cloth upon returning home. The attempt to resume insulin after reconnecting the cartridge was unsuccessful, and the customer was unable to load a new cartridge at the time, with plans to follow up for further troubleshooting.